Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product received for analysis. During evaluation sample, insect was stuck at the backside (adhesive side) of the printed label and it was not in direct contact with the product. As per current practice, 100% visual inspection of the printed label is done at one side of label roll (verify printing matter). The manufacturing process, labelling process, visual inspection of label is being carried out in clean room. There is no possibility of generation of any insect inside the process area. This complaint was forwarded to printed label supplier. The supplier has admitted this complaint and further corrective action has been submitted manufacturer. CAPA raised. Retain sample of lot number j2024018 were checked visually and no foreign matter observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 9/28/2021. Additional information: h6 component code: g07002 device not returned. H3 evaluation: product was not received only a photo provided, the exact location of the foreign matter cannot be determined, and root cause analysis could not be performed. For proper investigation, complaint sample is required. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. Is it possible that the insect fell into packaging upon opening of device? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a drain was used. During surgery, it was found that there had been an insect in the sterile package. Further details are not provided. There were no adverse consequences to the patient.